Event description:
It was reported that upon laser start-up of the laser system to begin a prostate procedure, error messages were received. There was a patient present at the time of the event, however, there was no patient injury as a result of the event. The procedure was cancelled and not complete.

Event description:
It was reported that upon laser start-up of the laser system to begin a prostate procedure, error messages were received. There was a patient present at the time of the event, however, there was no patient injury as a result of the event. The procedure was cancelled and not complete.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was serviced in the field and the reported errors messages : 641, 302.13, 202.1 - chiller not set - were confirmed. The field service engineer entered and saved the chiller serial number into system. Maintenance and electrical safety testing were performed. The system was tested in doctor mode and passed. Cause not established; there was not enough information available to determine the exact cause of the issue.